Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.it was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and pelvisoft was implanted in the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent perineoplasty anal sphinterplasty due to sui, cystocele, rectocele and fecal incontinence. It was reported that following insertion the patient experienced pain, mesh failure, recurrent incontinence, vaginal pain, pain during sex. (B)(4).